Manufacturer narrative:
The device was microbiological analysed at the hospital.

Event description:
The following was reported to gore. On (B)(6) 2016, the patient underwent treatment of an abdominal aortic aneurysm with gore excluder aaa endoprostheses. The patient presented on an unknown date with fever and on (B)(6) 2016, CT images identified infection of the graft, pleura and left lung with an increased sac aneurysm (2cm) without endoleak. On (B)(6) 2016, the devices needed to be explanted and a dacron silver graft was used to perform reconstruction. The patient had a history of pulmonary infection in (B)(6) 2016, but an exact root cause for the graft infection was not provided. The patient tolerated the procedure.

Manufacturer narrative:
(B)(4). The review of the manufacturing and sterilization paperwork verified that this lot met all pre-release specifications. The device is analyzed at the hospital.

Event description:
The following was reported to gore on (B)(6) 2016, the patient underwent treatment of an abdominal aortic aneurysm with gore® excluder® aaa endoprostheses. The patient presented on an unknown date with fever and on (B)(6) 2016, CT images identified infection of the graft, pleura and left lung with an increased sac aneurysm (2cm) without endoleak. On (B)(6) 2016, the devices needed to be explanted and a dacron silver graft was used to perform reconstruction. The patient tolerated the procedure.